Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was provided on 7/1/2024. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred the day the sensor was inserted into the arm. The patient¿s cgm was reading low mg/dl and the bg meter was reading 568 mg/dl. The patient was using a tandem insulin pump. The patient was experiencing disorientation and blurry vision. The patient was treated with insulin per routine diabetes management. One to two hours after treatment, the patient reported her bg levels were in "normal range". There was no documentation of medical intervention. The patient was in good condition at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred the day the sensor was inserted into the arm. The patient¿s cgm was reading low mg/dl and the bg meter was reading 568 mg/dl. The patient was experiencing disorientation and blurry vision. The patient was treated with insulin per routine diabetes management. There was no documentation of medical intervention. The patient was okay at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.